Event description:
It was reported that the customer's insulin pump alarmed an error during the prime process, and insulin squirted out of the reservoir. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during the basic occlusion test as a result of a loose drive support disk. The device was received with a missing end cap sticker. The motor passed the motor test. Unable to confirm the error alarm. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.